Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net. Merlin.net revealed that the pulse generator exhibited oversensing. No intervention was performed. The patient would continue to be monitored.